Event description:
Ous MDR - it was reported that approx. 39 months after the implantation the patient received inappropriate shocks and was hospitalized. The shock impedance was out of range (> 150 ohms). The pacing impedance showed high values (> 2000 ohms). The lead was partly explanted (proximal part) and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 24 cm distal to the df4 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not received for analysis. The visual inspection of the returned lead fragment showed abrasion marks along the lead body. In particular, approx. 23.5 cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. This finding can be considered as the root cause of the oversensing which led to shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the inner coil close to the df4 connector pin were found which were caused most likely by overrotation of the inner coil during the retraction of the fixation helix during the explantation procedure. These deformations led to a conductor fracture between the lead tip and the df4 connector pin. In addition, the dc resistances of the conductor fragment were investigated. No peculiarities were found. As the distal lead fragment was not available for analysis, no further, root cause investigation was feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.